Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspections were performed on the returned device. The proximal shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5 x 12 mm nc trek met resistance with the anatomy during advancement to the left circumflex coronary artery. The proximal shaft separated during advancement. The device was easily removed and replaced with another nc trek to complete the procedure without further incident. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.